Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be unconfirmed.

Event description:
This incident was reported to the manufacturer by an optical center; however, it is unknown if this is the treating facility or contact lens prescribing and/or retail location only with treatment elsewhere. To date limited information has been made available. It is reported that patient was diagnosed with an unspecified keratitis after contact lens use. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to alleged diagnosis of unspecified keratitis with unknown type or severity, lack of medical information, unknown patient resolution and potential for serious or permanent injury associated with some keratitis events. Should further information become available, the manufacturer will complete further investigation as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
Additional medical information was received on 18 august 2025. Based on the information provided, this no longer meets the criteria of a serious or reportable adverse event. Additionally, a lens sample was received for further investigation. Manufacturers investigation identified no definitive root cause, a relationship between the coopervision device and the incident could not be confirmed. For updated data refer to the following sections: (a2), (b3), (b4), (b5), (b6), (d9), (e1), (e3), (g3), (g6), (g7), (h2), (h3), (h6), (h11).

Event description:
This incident was initially reported under 9614392-2025-00025 on (B)(6) 2025 as unspecified keratitis. It was reported in an abundance of caution due to alleged diagnosis of unspecified keratitis with the lack of medical information as some types of keratitis can result in serious or permanent injury or require medical interventions to prevent such occurrence. Additional medical information was received on 18 august 2025. The patient visited (B)(6) located in (B)(6) on (B)(6) 2025 and was diagnosed with superficial punctate keratitis in the left eye and was prescribed vigamox, hylo parin, and recugel. The diagnosis of superficial punctate keratitis is not considered a sight threatening, or serious reportable event, as it is unlikely to result in death or serious injury to the user, nor it is likely to require medical intervention, including medication or surgical interventions, to prevent or preclude death or serious injury. While medications were prescribed for the treatment of the superficial punctate keratitis, these were prescribed to manage symptoms associated with the injury and not to prevent or preclude a sight threatening condition or permanent injury or impairment. Based on the information received, this no longer meets the criteria of a reportable adverse event. Medical information received after the date of this report will be reviewed and a follow-up report submitted as appropriate.